Manufacturer narrative:
Concomitant meical products: model number/catalog number: sc-2352-70, serial number: (B)(4), batch/lot number: 2000022500, model/catalog description: linear 3-4 lead 70 cm.

Event description:
A report was received that the patient was experiencing inadequate stimulation. The patient underwent an explant procedure.